Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined through this evaluation. The account reported the device was not explanted. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018, that the patient¿s inr was 6, and the patient was found unresponsive. There were no reported alarms and the driveline was connected. The emergency medical service (ems) confirmed the pump was running. The patient was taken to the emergency department (ed), and upon arrival the patient was unresponsive with pupils fixed and dilated. The patient¿s mean arterial pressure (map) was 80mmhg. Device interrogation was found to be unremarkable. A CT scan was performed which revealed large hemorrhagic bleed. The patient was ¿do not resuscitate¿ (dnr). The patient expired on (B)(6) 2018. On (B)(6) 2018, it was reported that the bleeding was spontaneous and was not associated with trauma. It was suspected this could have been related to a septic emboli. The cause of death was intracranial hemorrhage, but it was suspected to be multifactorial. The patient had a previous unreported chronic driveline infection treated with oral suppressive therapy. The patient was extremely noncompliance and also had an elevated inr at presentation. No additional information was not provided.